Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. No intervention was performed. No patient symptoms were related. No further information was available.